Event description:
It was reported via repair work order that the jack pump had malfunctioned due to broken pump pedal assembly weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.